Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The device history record (DHR) for the libre reader freestyle and the DHR showed the meter passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a lower blood glucose values when testing on the adc freestyle libre reader compared to an hcp meter. On (B)(6) 2019, the customer reported obtaining a blood glucose of 72 mg/dl on the built-in meter and had symptoms of malaise and vomiting. The customer went to the hospital after 1 hour blood glucose tests of 160 mg/dl and 280 mg/dl were obtained on the hcp meter documented while in the ICU. The customer was administered the antiemetic, zofran, and " isotonic (2000cc/m2 ½ sf)" for hyperglycemia. There was no report of death or permanent injury associated with this event.